Event description:
It was reported the balloon in an arndt endobronchial blocker set did not inflate. On an unknown date, during preparation for a cryobiopsy procedure, the blocker balloon was test inflated. The balloon did not inflate or inflated very slowly. A different device was used to complete the procedure. The device did not make patient contact. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Initial reporter name and address: customer phone number: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: (B)(6) hospital (spain) informed cook on 07jul2022 regarding an issue with the balloon from a arndt endobronchial blocker set (rpn: c-aebs-7.0-65-sph-as; lot:13953900). During the test inflation, it was noticed that the balloon inflated very slowly. A different device was used to complete the cryobiopsy. The issue occurred in two additional devices during the same procedure. However, when the devices were retested in front of the representative, the balloon from this lot inflated without issue. This report also captures the incidence of uneven balloon inflation noticed during the return device inspection. It was reported that the patient did not experience any adverse effects due to this occurrence. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test, were conducted during the investigation. Cook received one prior to use arndt blocker. During testing, it was noticed that the balloon inflated at a normal speed but inflated unevenly. The entire device was submerged, and no air leakage was noted. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for lot 13953900 and records no relevant non-conformances or related complaints. Cook concluded that no nonconforming product from this lot exists in house or in the field. A review of capas, fars, pens, and scars showed no escalation actions related to this device failure. The information provided upon review of device master record, device history record, and device failure analysis, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Cook reviewed product labeling. The product IFU, (c_t_aebs_rev6) ¿arndt endobronchial blocker set,¿ provides the following information to the user related to the reported failure mode: warnings ¿the enclosed blocker balloon is a high-volume, low-pressure design. Excessive manipulation over a prolonged period may cause balloon rupture or deflation.¿ precautions ¿inflate balloon initially under direct vision to ensure correct position and placement.¿ instructions for use ¿1. Fully deflate the balloon on the endobronchial blocker.¿ ¿9. Place patient in final position. Under bronchoscopic vision, inflate the balloon with air using the pilot balloon assembly. The balloon should fill the entire endobronchial lumen to be blocked and not herniate into the mainstem trachea. Do not overinflate balloon. French size: 7.0 balloon: adult spherical inflation volume: 2.0 cc ¿ 6.0 cc warning: the lungs should be carefully auscultated following initial endobronchial blocker placement and balloon inflation to ensure proper functioning of the endobronchial blocker.¿ based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded that component failure unrelated to manufacturing or design deficiencies contributed to the event. The customer reported initial difficulty with inflation, but upon a second attempt to inflate the device, no inflation difficulty was noted. Cook was unable to replicate the conditions of the user facility, so the failure could not be replicated with the returned device. The customer did not report an uneven inflation of the balloon, so it is unknown when this uneven inflation started to occur. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
One prior to use device was returned to cook on 13sep2022 for evaluation. Upon visual inspection and testing, the balloon was noted to inflate very slowly, and was uneven on one side. No air bubbles were noted during table top testing.

Manufacturer narrative:
Additional information: b5, c9, f6 (annex a), h6 (annex a). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: the returned device was analyzed for the investigation. The balloon inflated unevenly and slowly. No previous injuries have been reported for inflating unevenly or inflating slowly. Therefore, event is now not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the qualifications for a reportable event.